Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the percutaneous leads were replaced with a surgical lead because right-sided coverage was needed. The percutaneous leads were only covering the left side. Follow-up revealed the initial percutaneous leads were implanted to cover the back and right leg. The patient received effective coverage on both sides with the new lead post-operatively.